Event description:
It was reported the patient had a ¿major¿ heart attack, pulmonary embolism the day after the first surgery. It was stated the patient was ¿literally dead¿ at one point. The embolism ¿exploded¿ in the right ventricle and went throughout the patient¿s lung. The cause of the event was unknown and they took the focus off of the pump at that time. The pump was used to deliver an unknown drug.

Manufacturer narrative:
Concomitant products: product ID: 8709sc, serial# (B)(4), implanted: (B)(6) 2010, product type: catheter. (B)(4).